Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV, and calcifications. The device has been explanted.

Manufacturer narrative:
Continued:health effect - impact code: f1905 additional, changed, and/or corrected data: d9, g1, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ calcification: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed. ¿ yellow particles observed on the surface of the shell.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV, and calcifications. The device has been explanted.